Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there is physical damage to the insulin pump; the customer dropped the insulin pump and the display became unreadable. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated . The caller stated that the display turned white and the insulin pump began to beep. The device would not respond to button presses. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing, including the selftest, rewind, seating, basic occlusion, occlusion, force sensor or displacement test due to the display anomaly. The pump was received with minor scratches on the display window and case.